Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A surgeon reported the aspiration did not work immediately during ultrasound (us) during a cataract procedure. He indicated it felt like something was clogged. The procedure was completed after replacing the product with another one. There was no harm to the patient. This is one of two reports for this event.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A used cassette in the tray was visually inspected. The drain bag was detached from the drain bag tape on the cover due to saturation. The drain bag tape was adhered on the cassette properly. Both irrigation and aspiration luers were intact. Flare shape was observed in the blue socket fitting at the aspiration tubing insertion end. The sample was tested using a console. The sample could be recognized by the console. The sample primed and tuned with a handpiece and the 0.9mm aspiration bypass system (abs) tip and infusion sleeve from lab stock successfully and the service data could be retrieved. The sample functioned within specification. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After an investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).